Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient status post prophylactic fixation of femur containing tumor with pfna nail and pfna blade on an unknown date was discovered six (6) months post operatively to have the nail broken and a non-union via x-rays. Patient returned to operating room on an unknown date, nail was removed. No further information is available. This is 1 of 2 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment not diagnosis. The dimensions of the returned device were checked using a sliding caliper and were found to be in accordance with the technical drawing and ao/asif specifications. This device is made of ti-6al-7nb titanium alloy. According to the raw material inspection sheet and the manufacturer papers, the alloy complies with the international standards iso 5832-11 and astm f1295. The nail broke at the 130 degree hole in the proximal part of the nail. The crack initiated at the lateral side of the nail and ran through the material. After breaking the two nail fragments rubbed against each other causing destruction of the fracture surfaces. Plastic deformations and gliding- wear marks are shown inside the 130 degree hole. They result from micro movements between the nail and the spiral blade and are a sign of instability and high dynamic loads. When examining the proximal fracture surfaces by scanning electron microscope, the initial fracture zones and the fracture behavior could be identified. Documented fatigue cracks indicate multiple crack initiation. Fatigue striations were observed in the crack propagation zones and over a sizable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they result from cyclic load and unload during walking. The presence of these striations is a clear indication of a fatigue failure. The fracture surface of the proximal side shows a small area with dimples and the fracture surface of the distal side shows approximately 50% with dimples. This indicates high dynamic loads. Sem observations and findings indicate that the nail failure was caused by fatigue and overload - torsion and dynamic bending. Based on the structure of the fracture surfaces it can be concluded that the investigated nail failed because of dynamic bending and torsional loads which finally led to the fatigue failure. Over a period of time the nail had to absorb and neutralize forces that have been greater than the tolerable load. Prolonged mechanical stressing and overload led to the fatigue failure. Post operative activities of the patient may have played a certain role. No evidence of material or manufacturing defects could be found. Manufacturing documents were reviewed and no complaint related issues were found.